Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada. Review of the most recent repair record determined the device passed the sample mesh test during evaluation; however, the comb and spring pins were bent, the shoulder bolts and cap nuts had excess loctite, and the device was out of calibration. The comb, spring, cap nut, shoulder bolts, carrier guide, and washers were replaced and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed a design issue. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the unit requires preventive maintenance. There was no patient involvement. During the investigation, it was found that the comb was bent. Due diligence is complete and there is no additional information available.